Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Air removal the tandem pump user guide instructs the user to remove any residual air from the cartridge. H3 other text : device not returned.

Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer was not removing air from the cartridge during the load sequence. Tandem technical support educated the customer that this is off label. The customer continued to use the existing cartridge. Customer¿s blood glucose level was 132 mg/dl.